Manufacturer narrative:
The account replaced the head limit switch to repair the bed.

Event description:
The account alleged when pressing the knee up switch, the knee will rise a few inches and will stop but the knee will run back down after releasing the knee up switch.